Event description:
I did not have my contact solution, a family member had purchased a brand new bottle of clear care and gave it to me to use until I could run over and grab a 2 pack of my own solution. Soaked my contacts overnight. Pulled them out and put my left contact in with a couple of the drops of the solution and my eye felt like it was on fire. Horrible horrible pain, I screamed, man it hurt so bad. I had to keep pull my eye lids down enough to get the (profanity) contact out, so I could flush out my eye. Went to work with a bright red eye and one white eye. Still stings 5 hours later. When and how was error discovered: I discovered the error when my eye started to burn, after I got my contact out and rinses out my eye, I read the bottom closely with my other eye and say the "important" message which was not clear to me. I thought the message was for first time contact wearers not first time users of the product. Reporter's recommendations: more clearer message on the bottle that states that the solution cannot be used alone. Because obviously it can't. (B)(6).